Event description:
Boston scientific received information that this pacemaker exhibited loss of capture. Ventricular tachycardia episodes were stored due to the observed loss of capture. A few days after the episodes occurred, the patient experienced a syncope episode. There were no stored episodes recorded on the day the patient was syncopal.

Manufacturer narrative:
Technical services discussed programming automatic capture to off and increasing pacing outputs. The available information suggests this device remains in service. Should additional information become available this report will be updated.